Event description:
Additional information received reported the at the refill appointment on (B)(6)-2012, the ¿refill process was correct.¿ the difference between the reservoir volume indicated by the pump and the volume taken out was only 0.5 milliliters (ml). The patient felt good and did not have any symptoms.

Event description:
Correction - a representative reported (prior to analysis) that they tested the catheter with the ¿catheter access port test¿ and the resistance was very high when trying to pass the contrast liquid. A discrepancy of 4 ml expected volume and 10 ml actual volume was reported. They thought there was a catheter occlusion because the rotor test was negative. It was decided to change the distal part of the catheter and change the pump ¿as the physician did not trust the pump¿. The patient¿s status was alive and without injury.

Event description:
A volume discrepancy was reported. The expected volume was 3ml; the actual volume was 10ml. At the facility where the patient was previously seen, the physician calculated the mix of drugs with 22 ml and then put 20 ml into the pump. The patient followed up at another facility and the nurse did not understand the indications and put 22 ml into the pump. An x-ray was done of the catheter and pump and it was believed there were no signs of bending and the 'alignment seemed right.' The logs of the pump did not show any abnormal events. The next appointment for the refill process was to be in two months but it was decided to advance the appointment and do the refill process each month. The plan was to put 20 ml into the pump at the refill. It was believed the discrepancies in the volume can be caused by an overpressure due to filling the pump with 22 ml at the last refill process. There were no patient symptoms /injuries related to this event. The pump was delivering morfina and bupivacaina.

Event description:
It was reported that the pump was programmed the last on (B)(6) 2012. The previous refill they put 22 ml into the pump reservoir. The volume they took out was 14ml. The residual volume that was indicated on the pump was 11.5 ml. There was 2.5 ml but there was 2 ml more into the pump reservoir so the real difference was 0.5 ml. At the refill visit they put 20ml into the pump reservoir instead of 22ml. The patient was good and there were no symptoms. The next refill was planned for early december.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies, and the pump passed all non-destructive lab testing.

Manufacturer narrative:
Product ID 8731sc, lot# unk, serial#unk, product type catheter. (B)(4).